Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
Reported via medwatch report (B)(4): it was reported that during patient use the intra-aortic balloon pump (iabp), patient receiving therapy and became aphasic. Patient went to CT and registered nurse noted: a blood back event. The pump was placed on standby, and balloon removed. CT demonstrated an air embolus stroke. Patient received intervention in the attempt to minimize effects. Patient continued to have neuro deficits until death. Death related to cardiogenic shock. Reference related complaint: (B)(4)/medwatch (B)(4), reference related iab complaint: (B)(4)/medwatch (B)(4), mfg report number 2248146-2023-00506.

Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h6, h10. The customer did not request service. The unit has been put in quarantine with risk management. If new information is received this record will be re-opened and updated. H3 other text : customer denied service / did not provide information.